Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of corrosion appears to be confirmed. Two sets of 4 fr groshong nxt two-piece connectors were returned for evaluation. The packaging was not returned. One of the connector assemblies was observed to be missing the metal cannula from the proximal portion. Brownish red residue was present on both connector assemblies near the region containing the locking arms. More residue was noted on the segment containing the missing metal cannula. The residue was also visible on the proximal extension tubing. The residue characteristics appear to be consistent with rust. Damage to the packaging and environmental conditions are likely contributing factors. It is unknown if the metal cannula was damaged during storage, which may have contributed to exposure to moisture. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause contributed to the reported event. Since rust appeared to be present on the components, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of redq0298 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redq0298) have been reported from the same facility in china. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the inside of the all-in-one extension tubing was rusty. No other information was provided. 12/14/2021- two devices were returned for evaluation. This report addresses the first device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq0298 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the inside of the all-in-one extension tubing got rusty. No other information was provided.